Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) coronary artery. After deployment of a stent, an attempt was made to remove the turntrac guide wire out of the area, but the guide wire became hooked into the stent. The radiopaque portion (tip) separated from the rest of the wire at this point. Reportedly, there was no resistance during removal; however, wire residue was left in the lad and wire filaments were in the guide catheter extension while it was still in the aorta. The components were positioned in the guiding catheter at the time. By the use of a guideliner the wire filaments were moved before the wire completely broke in the elbow, a large proportion of the wire pieces were pushed into the lad and left main artery. These portions of the guide wire were handled by trapping them in the vessel walls by applying new stents in the lad and left main artery. When the guideliner was pulled out, a large amount of the guide wire pieces in the catheter were drawn out, ending up as a curled up ball of wire-filaments proximally in the guiding catheter outside the patient. The ball of fragments was finally manipulated out of the proximal part of the guiding catheter by the use of a needle. The final part of the wire remnants from the distal part of the guiding catheter were removed by inflating a balloon in the distal part of the guiding catheter. When the balloon was deflated, the final part of the wire-remnants had adhered to it, making it possible to pull it all out. It should be noted that the physician further stated that unfortunately fluoroscopy was not used long enough during withdrawal to be able to acknowledge that there was a problem early during withdrawal. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent manipulating during the procedure, the distal core kinked causing the guide wire becoming trapped in the stent during retraction. Additional manipulation likely resulted in the distal sore separation and likely stretching of the coils and the appearance of cut or torn pieces of the wire. Additionally, the reported treatments appear to be related to the operational circumstances of the procedure as the separated portions of the guide wire were handled by trapping them in the vessel walls by applying new stents in the lad and left main artery, and the final part of the wire remnants from the distal part of the guiding catheter were removed by inflating a balloon in the distal part of the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.